Event description:
It was reported that following a car accident, the patient experienced intense stimulation and shocking and jolting. The symptoms were felt throughout the patient's body. The patient did not achieve relief of the symptoms from turning stimulation down and off. The patient was admitted to the hospital and started on narcotics to relieve the pain. Impedances were high on electrode combinations that included electrode 6 and impedances could not be collected on electrode combinations with electrode 5. X-rays showed no damage to the battery or leads. It was confirmed that the device was turned off by applying the 8840 to the battery, and interrogating the system. The system showed the battery off and also indicated 0 volts on the screen. Also, an additional system check was done. The device was turned on and the voltage increased until the patient felt a stronger sense of stimulation. The patient was later seen by a physician who said there was nothing he could do for the patient. The pain physician managing the patient, said, the patient experienced intense pain/stimulation with applied pressure to the battery pocket. The overall outcome was to be determined. The patient was discharged and not further information had yet been received.